Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: patient consequence description: patient received temporary colostomy ¿ (correction) permanent colostomy. Where in the green gap setting scale was the indicator located prior to firing? The surgeon and 1st assist are experienced users and said they didn't notice anything remarkable during the firing sequence. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Don¿t know. Was the device difficult to close? When was the safety released prior to firing? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were any staples visible in the surgical field? If so, please describe the shape? The surgeon, 1st assist and tech said there were no staples present. Why does the surgeon believe there were no staples? He did not see any and the colon was open after device was fired. Were the donuts inspected? If so, please describe. He said they were unremarkable. Was a complete washer transection confirmed? Don¿t know. What is the current status of the patient? Colostomy is the only information I have at this point. I will try to get additional information. They were all pretty adamant about not seeing staples and that they didn't notice anything remarkable during the firing sequence.

Event description:
It was reported that during a colostomy takedown procedure, there was a large hole in anastomosis after the first assistant fired the stapler on colostomy takedown. The doctor said there were no staples. The doctor put a stitch or two to complete anastomosis and gave patient a temporary colostomy. Case completed with sutures placed to fix hole in anastomosis.

Manufacturer narrative:
Product complaint (B)(4). Batch # r5897t. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? When was the safety released prior to firing? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? What is the current status of the patient? Response: we spoke with dr again and he had little to add. He said everything felt normal until he realized that staples were not present and he thinks he may not be able to re anastomose bowel due to staple malfunction.